Manufacturer narrative:
The serial number was reported and a device history review will be performed. The device was returned to bd for evaluation; the evaluation is unconfirmed for application program problem. A definite root cause could not be determined. The device is labeled for reuse. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model e4230 biopsy instrument allegedly experienced a application program problem. This information was received from one source. The malfunction did involve a patient with no reported patient injury. The female patient's age and weight were not provided.

Manufacturer narrative:
The serial number was reported and a device history review will be performed. The device was returned to bd for evaluation. The investigation is still currently underway. The device is labeled for reuse.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model e4230 biopsy instrument allegedly experienced an application program problem. This information was received from one source. The malfunction did involve a patient with no reported patient injury. The female patient's age and weight were not provided.